Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette sample or reagent in well positions a5 and b12 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.